Manufacturer narrative:
Corrected data: b5 statement in initial MDR should include that the patient also experienced low vision with low vault. H6-clinical code 4581- low vision. Claim# (B)(4).

Manufacturer narrative:
Additional information. B1- adverse event. B2- requires intervention to prevent permanent impairment/damage . B5-the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -18.00/3.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. Reporter states low vault; and the lens was rotated 40 degrees 1 after 1 week. On (B)(6) 2020 the lens was exchanged for a longer length lens and the problem was resolved. D6b- explant date: (B)(6) 2020. H6- clinical code 4582: vaulting. Corrected data: h6- result findings in initial MDR 114 should be corrected to 213. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture and residue on product. Visual inspection found haptic torn and residue on lens. Claim#(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -18.00/3.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. Low vault with rotation was observed on (B)(6) 2020. Lens remains implanted. Per the reporter on (B)(6) 2020, lens to be exchanged with a longer length lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.